Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 24 synergy stent was selected to treat the lesion. However, during preparation, stent was dislodged from the delivery system. The procedure was completed with another of same device. No patent complications were reported and patient's status was fine.